Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014 the patient reported to the distributor that the garment strap was rubbing the left side of her chest raw. She reported that the wound was open. There was no alleged device malfunction. The patient also reported that she had previously had a nurse take a look at the area. The nurse advised her to put (B)(6) on the wound and that since applying the treatment the wound cleared up.